Event description:
A caregiver (cg) contacted baxter's technical service center regarding a question about the previous therapy, which occurred on the homechoice (hc) during use during drain. The cg had a question about the previous therapy and was requesting to review the therapy log. The cg stated that the patient had noticed that the drain volume was high during therapy. The technical service representative (tsr) reviewed the programming. The program was continuous cycling peritoneal dialysis with a total volume of 12000ml, a fill volume of 2500ml, a last fill volume of 2000ml, a dextrose setting of same, and number of cycles set to 4. The tsr reviewed the therapy log. The initial drain volume equaled 1651ml, the last fill volume equaled 1704ml, the total fill volume equaled 9998ml, the total drain volume equaled 11888ml, the total ultrafiltration (uf) equaled 1890ml, the cycle 4 uf equaled -277ml, the cycle 3 uf equaled 742ml, the cycle 2 uf equaled 1728ml, and the cycle 1 uf equaled -302ml. The tsr explained the therapy. The cg stated that the patient was fine and received no alarms. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported increased intra-peritoneal volume (iipv). The rn stated she was not aware of the events and that she has spoken to the patient since then since the patient was having issues with low blood pressure. Ps explained the events. The rn would follow up with the patient. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products. The rn stated the patient was continuing therapy on the cycler successfully. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.